Event description:
Reported due to a foot break found during device investigation. The physician attempted an arteriotomy closure with a perclose proglide device after a diagnostic procedure. Reportedly, the "suture link disconnected from the monofilament. A second device was used and hemostasis was achieved. No adverse patient reactions have been reported as a result of this incidence additional patient information is not available.